Event description:
It was reported by the customer that he had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer had lost his blood glucose monitor and was unable to input information into his insulin pump. Being unable to input the information caused the customer to go into hyperglycemia. Customer was wearing device at time of 911 call. Blood glucose level was 500 mg/dl at time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.